Manufacturer narrative:
The reported incident was not confirmed. The product was replaced.

Event description:
It was reported that the screen intermittently went blank during pt intubation. The device was fully charged while in use. The procedure was completed with a different glidescope monitor and baton. No pt injury was reported.